Event description:
Patient was recieving a fingerstick and the blade came out the device and logged into the patient's skin. Blade was removed in the ER with no further medical intervention or stitches required. Lot number submitted is not of bd's nomenclature.